Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was up to 575 mg/dl. It was reported that they had insulin flow block alarm and no delivery of insulin. The customer reports event was resolved by changing complete set (infusion set and reservoir). The customer declined troubleshooting for high and low blood glucose. The customer was advised to return the infusion set to medtronic if possible. The insulin pump and reservoir will not be returned for analysis.